Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer was dehydrated, dizzy, and throwing up. Initially, the customer reported that he was getting no delivery alarms during bolus and basal, but it was resolved by changing the entire infusion set and reservoir. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several no delivery alarms. The drive support cap appears to be normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.